Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.